Event description:
It was reported that high capture threshold, high impedance and low sensing amplitude were observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a fracture of the pacing coil was found at 11.0 cm from the pin consistent with fatigue. This fracture is consistent with the observation of high lead impedance.